Manufacturer narrative:
(B)(4). Date sent: 9/9/2024, d4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic cystectomy with neobladder procedure that while firing on the small intestine the stapler stopped mid fire and could not be opened. Reverse was attempted but manual override was used to open the device. Staples were formed and the knife did cut. Another similar device was used to continue with the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent 9/26/2024. D4 batch #899c74. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and no reload present. During the functional test, the sound of a motor was heard, and the knife didn't move forward to the lockout position, this is consistent with a device being bailout. The device was disassembled to verify the condition of the internal components and the lever was damaged near interaction with the cam bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with the returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The condition noted on the device is related to improper use of the device. After the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. To use the manual override, remove the access panel labeled ¿manual override¿ on the top of the instrument handle. The manual override lever will be exposed. Move the lever forward and backward until it can no longer be moved. The knife will now be in the home position. This can be verified by viewing the position of the knife blade indicator on the underside of the cartridge jaw. Discard the instrument. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 899c74, and no non-conformances related to the reported complaint condition were identified.